Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During initial implant, a loss of pacing and a high out of range pacing impedance were noted on the left ventricular (lv) lead. The lv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported were no capture and high lead impedance. As received, a complete lead was returned for evaluation. Electrical tests did not find any shorts or discontinues on any of the conduction paths. The lead connector passed insertion testing into the test ICD device, but failed insertion test into the test is-4 connector sleeve. Dimension analysis of the connector identified an over-sized diameter in a section of the connector boot. This may have contributed to the reported field events.